Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) female patient underwent an unknown procedure with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant. As a result, patient underwent removal of implants on unknown date. The device was returned to mentor without fluid inside. Yellow material was observed on shell surface. During evaluation a rent, measuring approximately 0.9 cm, on the posterior aspect. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release. Since no lot number was provided, no device history record (DHR) review could be performed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown procedure with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant. As a result, patient underwent removal of implants on unknown date.